Event description:
A pt reported that their meter's display was faded. Pt did not have any symptoms. Pt was unable to read the test results on the display. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further info has been reported.